Manufacturer narrative:
Since no product is being returned for evaluation, and no additional information appears to be attainable at this time, event can not be confirmed or denied. Following investigation, our conclusion is that the probable root cause is unk due to not enough information available to make a determination. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - threre are no similar incidents against this batch. The frequency is not stated in the labeling and is not occurring more frequently than expected. The severity is not stated in the labeling and is not occurring more severely than expected.

Event description:
The hospital reported the following to bsc in 2007: the graft (catalog 493056) was implanted as part of a two graft axillo bifemoral bypass implanted. The graft was not irrigated prior to being implanted. Upon completion of its anastomosis, the graft "sweated" blood (qauntity not reported, but stated as mild leakage) for its walls. The second graft (catalog 493058) was implanted successfully with no issues. Both grafts were left in. There were no patient complications reported. The patient's post-operative condition was reported as fine. As of 16 days later we received the following additional information from the physician: the leakage lasted approximately 10 minutes with no untoward effect on the patient due to the extended surgical time. The quanity of blood loss through the graft was less than 150cc. The leakage was stopped by the application of protomine, thrombin, gel foam and applied pressure. The only patient complication was ecchymosis along the tunnel.